Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01279. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a combination of aseptic loosening between the femoral component and the bone as well as the reported instability and osteolysis. The loosening may have led to instability, third body prosthesis wear, and subsequent particle induced osteolysis or the instability may have led to the component loosening. However, the contributions of loosening, instability, osteolysis, and/or prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 02-012-60-1425 - logic stem ext 14mm x 25mm, (B)(6), 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm, (B)(6).

Event description:
It was reported that a 61 yo male patient, initial right knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2022, approximately 2 years 3 months post the initial procedure as the patient presented with instability and osteolysis. The surgeon revised to a size 4 right condylar constrained femur with a 4/5mm distal aug large 32 cone and 20x120 stem. 4f/3t fit tray with 32 cone and 16x80 stem. 4/15mm cc insert. The patient was last known to be in stable condition following the event. No device is returning due to the patient¿s lawyer. Additional information received from the legal department - revision operative report of (B)(6) 2022- indication: the patient developed progressive pain and swelling in the right knee with difficulty ambulating. He was found to have progressive osteolysis under the medial aspect of the tibial component. There were also concerns about loosening of the femoral component with osteolysis under the anterior flange. There were no clinical signs of infection. Findings: moderate to large lump amount of normal-appearing joint fluid. The polyethylene liner was moderately worn on the medial side primarily with pitting. The femoral component was loose. There was significant synovial hypertrophy. The patella was in good condition and well fixed, it was left in place. New exactech devices were trialed and then implanted. Dressings with compressive bandage were applied. The patient was then taken to the recovery room in satisfactory condition there were no complications.